Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate a similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of drawer repetitive failures was confirmed during fse testing and verification of thermal damage was subsequently confirmed during dchu investigation process. According to work order#: (B)(4) the fse reported that it was inspected drawer 2.1 in the aux and tested in hta prior to replacing parts. Row e was creating failures. The fse did find that the retractor band was damaged and replaced. Additionally, the 2.2 band was also starting to show wear and it was replaced. The fse also reseated the rowboard cable at the drawer board. Drawer errors are no longer present when testing. Fse tested in hta extensively with no issues observed. During dchu visual inspection: p/n: 353844-01: it was found on the retractor band that the flat flex cable copper strands are in contact with adjacent strands and thermal damage presence was observed. During dchu testing: p/n: 353844-01: no dchu testing was required for the retractor band due to the observed damage in the copper strands and the associated thermal damage. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue repetitive failures aux drw 2.1 row e was determined to be a thermally damaged assy retractor dwr hh cubie, which prevented the drawer from functioning correctly.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2.1 row e failed. As per part investigation, it was determined that there was thermal damage observed on the assy retractor drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.